Event description:
It was reported that there was an unspecified issue with the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted. The patient was asymptomatic before, during, and after the procedure.